Manufacturer narrative:
The manufacturer was previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung, a stroke, and headaches. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust like contamination was observed on the exterior of the blower box, in the blower box and on the blower housing, in the blower air inlet and blower isolator, on the blower outlet seal, slight keratin-like contamination on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 0 error logged. The manufacturer concludes there was evidence of multiple dust contamination and keratin-like contamination. The manufacturer confirmed no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only, and there was no report of serious or permanent patient harm or injury. Section b1, b2, d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung, a stroke, and headaches. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In the previous report, sections b1 marked as product problem, b2 and h1 was mentioned as blank. After review, it was determined that these options were incorrectly selected in sections b1, b2 and h1, as customer reported spot on their lung, a stroke, and headaches. Sections b1, b2, h1, and h6 (health effect - impact code) are corrected in this report to reflect the serious injury. In the previous report section h10 was incorrect, correct h10 should be: the manufacturer was previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a spot on their lung, a stroke, and headaches. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust like contamination was observed on the exterior of the blower box, in the blower box and on the blower housing, in the blower air inlet and blower isolator, on the blower outlet seal, slight keratin-like contamination on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found zero errors logged. The manufacturer concludes there was evidence of multiple dust contamination and keratin-like contamination. The manufacturer confirmed no evidence of sound abatement foam degradation/breakdown.